Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a 510k number k131855. (B)(4). The user facility responded to a good faith effort request via email on (B)(6) 2021 and stated that the authorities had not been notified of the event and that the patient had been prepped for the procedure and there was a delay, but the delay did not require medical intervention such as additional anesthesia or prolonged hospital stay. There were no accessories used in the procedure. There was no reported injury or risk or potential cross contamination to other patients. The user facility also confirmed that they perform pre-procedural checks and use for the product involved as well as follow any instructions for use of accessories and reprocessing. The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was returned under service order (B)(4) and pending inspection by a pentax medical service technician as of 20-jan-2022. The investigation is in-process. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 05-jan-2022, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 24-jun-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-jun-2019. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the (B)(6). In the event reported, the customer reported no video image involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4). The issue was observed during use in the operating room. There was no report of patient injury, delay in procedure or an event that required medical intervention.

Manufacturer narrative:
Evaluation summary: the device was returned, but the cause could not be determined because based on the information obtained at this time, it is difficult to identify the failure phenomenon.